Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during left thyroid lensectomy, the electrode check failed when using a 7.0 trivantage tube with mainframe. The site experienced fluctuations between passing and not passing the electrode check. After switching to a 6.0 trivantage tube and borrowing a system from the hospital, the issue persisted. The procedure continued without using either nim, but when a nerve was exposed, the surgeon stimulated it, and the machine read the appropriate response. Despite replacing all leads with a new nim, the electrode check still did not pass. The ground was typically placed on the chest. There was delay of 1 hour in the procedure. Troubleshooting steps included using a patient simulator, which consistently showed all green and passing electrode checks. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.